Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the back therapy electrodes. The patient's doctor advised him to use a powdered substance such as gold bond on the irritation. During a follow up call, the patient reported that the irritation was improving. There was no allegation that a device malfunction caused or contributed to the reported irritation.